Event description:
Per the clinic, the patient experienced pain and neurological sensation at the surgical site (specific date not reported) and subsequently was treated with oral steroids (specific date and duration not reported).